Manufacturer narrative:
Proudct not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of ¿hi¿ blood results. Expected blood glucose results-fasting is below 150 mg/dl. Customer does not fell well and symptoms were not disclosed. Medical intervention is not required at this time. Blood test performed during call ((B)(6) 2015; 7:23 pm) 96 mg/dl ¿ fasting. Verified storage of test strips is within specification, customer confirms they are kept in bedroom. Test strips expire 07/13/2016 and open vial date is about two or three months ago. Recall test results ¿ results review are fasting. No adverse event not reported.